Event description:
(B)(4).

Manufacturer narrative:
Carefusion has contacted the user facility to request a copy of their biomed's ventilator evaluation report for the subject ventilator. Service history for this ventilator reveals that the gas delivery engine and the user interface module were replaced in october 2014 as part of an upgrade purchased by the customer.